Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) went on site and replaced the vision side cart's (vsc) common compute controllers (cccs) and core. The system was tested and verified as ready for use. The core was received; however, it was confirmed that the core was replaced at the time because there was no ccc available. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was returned for failure analysis, and the reported error was not confirmed or replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on the known good in-house system, and the tower monitor did not show full display. Fa performed bench testing on the unit and confirmed that it is bricked. The complaint was not confirmed based on failure analysis. The probable root cause is attributed to the tegra module.

Event description:
It was reported that during training/demo, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the vision side cart (vsc) has a burning smell and when wiggling the vsc power cable, power cuts out. Csr stated that when they wiggle the power cord on the back of the vsc, it causes the power to cut out. Later, the clinical sales manager (csm) called to report that the system was not coming up as a whole and the vsc was not displaying an image on either the vsc display or the boom monitor. Csm stated that they power cycled and hard cycled, but issue remained. Tse had csm to power down the system but only the vsc shut down. Csm then powered down the surgeon side console (ssc) and patient side cart (psc) individually. Also, tse had csm to disconnect the blue fiber cables (bfc) from the back of the vsc and power up. The vsc was able to come up normally with both displays working. Tse requested csm to introduce one of the two other components, csm plugged in the ssc, but ssc would not complete homing. Afterwards, tse had csm to power off and reattempt the exercise with the patient side cart (psc) with the same results. Subsequently, the driver contacted tse and stated that when they went to pick up the system, they discovered that the issue was still present on the system. There was no report of patient involvement.